Event description:
During an angioplasty in 2005, this patient had 2 cypher stent placed in the left anterior descending artery due to "blockages". During the procedure, the patient experienced a "mild heart attack". Additional "blockages" was noted at that time in the "rad". It was decided, per the physician, to place more stents in the "rad" at a later date. Approximately one year later , in 2006, the patient experienced "pressure and squeezing" in her chest. The patient went to the emergency room and was admitted into the hospital. The patient was treated with the placement of two additional cypher stents in the "rad". The event of "pressure and squeezing" resolved. In 2008, the patient additionally experienced an increase in hypertension and was treated with lisinopril. Shortly after starting the lisinopril, the patient developed a cough. The patient's allergist stated that she most likely developed an allergy to the lisinopril. The lisinopril was discontinued and diovan was started and the event of "cough" was resolved. The patient was ongoing allergies to lisinopril. The patient's current medication treatment includes: plavix, toprol, fosamax, lipitor and synthroid.

Manufacturer narrative:
In 2005, the patient had two stents implanted in the distal to mid left anterior descending. The following are the catalog and lot numbers provided. Based on the information provided, this is now one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-20009-0054. The patient stated that she has a heart attack on the table after these stents were implanted. She also informed that in 2006, two additional stents were implanted in the mid to distal right coronary artery. The patient stated that she has not had any other adverse events since the placement of the stents the same month. A patient called for information and additionally reported an adverse event. The patient was diagnosed with two-vessel disease. The patient's medical history consists of high cholesterol, hypertension, osteoporosis and thyroidectomy. The patient had a 2.5 x 13mm and a 3.0 x 13mm cypher stents implanted in the mid to distal lad during the index procedure. The patient reported that during the procedure she experienced a "mild heart attack". There was no other injury reported. The physician decided to treat the second lesion located in the rca at a later time for unknown reasons. A year and five months post index procedure; the patent received two additional cypher stents in the mid to distal rca. The patient had no other adverse events to report since this last procedure. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The act of angioplasty inherently produce a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action (inherent risk of the procedure) may have contributed to the event. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the devices and the event. However, procedural factors may have contributed to it.